Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A1, a4, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support a 77 year old female with a known cardiac history. She was known to be a heavy tobacco smoker, have hyperlipidemia, cardiogenic shock, and coronary artery disease. She was transferred to the tertiary medical center for care. She presented in scai stage d shock at admission. The cp was placed and allowed for the treatment of the acute myocardial infarction and cardiogenic shock. The pump provided support for the angioplasty and was explanted. Afterwards in the hospital stay she was found to have signs of a stroke/cva. There was arm weakness that prompted imaging and diagnosis made of an acute infarct with cerebral occlusion. The team performed thrombectomy and medically managed with vasopressin and levophed. She was followed by neurology and was noted to be stable. The harm post explant was thought to have a possible relationship to the use of the impella, but to date no imaging or other clinical details have been shared. The harm and intervention will be conservatively reported.